Manufacturer narrative:
Concomitant medical products: 1000-27 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. Review of episodes and current electrogram indicated electromagnetic interference oversensing triggered the lead alert. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event. A follow up with the patient's healthcare provider yielded that during a previous subsequent visit, the right atrial (ra) lead had of noise causing inhibition of pacing in the ventricle while using a neuromuscular stimulator. Arm maneuvers were performed and the noise oversensing could be reproduced. No intervention was performed and the ra lead remained in use. During the current patient visit, the patient was using the neuromuscular stimulator and had a syncopal episode. The ICD detected the neuro-stimulation causing pacing inhibition in the ventricular, leading to the syncope. Subsequent testing of the neurostimulator resulted in the device detecting noise. The ICD sensitivity was reprogrammed. No further patient complications have been reported as a result of this event.